Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the patient stated the cgm was displaying 43 mg/dl and there was no alarm. The patient treated themselves with a glucose tablet based on the cgm value. The following morning, the patient reported that his blood sugar was over 400 mg/dl [it is presumed to mean the cgm was displaying over 400 mg/dl]. It was reported that the cgm was displaying 200 mg/dl the patient was feeling sick so they were brought to the hospital. At the hospital the cgm value went up to 217 mg/dl. When the patient¿s bg was checked with a meter it was 603 mg/dl. The patient was in the hospital for most of the day and was discharged in the middle of the night. There was no information about treatment at the hospital for hyperglycemia. At the time of the report, the patient stated his bg was 299 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the patient was taken to the hospital because the readings on his cgm app was at 270 mg/dl and he was also feeling sick. He didn't feel he could drive, so his son transported him to the emergency department. There, the bg in the ed was over 603 mg/dl. From what the patient could remember, staff took blood work and he was given an IV and small amount of insulin. Then he was discharged after. He was at the clinic from 8pm to 6am. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b3 date of event ¿ correction. B5 describe event or problem ¿ correction. B6 relevant tests/laboratory data¿ correction. H2 correction. H6 health effect - clinical code - additional.